Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). A couple weeks prior to this report it was attempted to charge the ins in the box for a case and the ins was acting funny. The manufacturer representative (rep) was only able to achieve 6 bars and had to remove the ins from the outer box to get 8 bars. The rep was then not comfortable implanting the ins and got a different ins for the case. The problem ins was from the rep¿s custody and no patient or doctor was involved as this occurred pre-operation. The ins was returned to the manufacturer for analysis. This event will be updated when new information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found six bars of coupling while the ins was in the original box could be reproduced. This was caused by movement of the sterile ins tray within the outer box. The tray and manuals do not take up all the available space, which means a gap (and or tilt) can form between the charging head and the ins. We were able to reproduce the 6-bars of coupling by giving it a few shakes with the label side up (i.e. Forcing a gap between ins and box wall). We were also able to get 8-bars after shaking it back towards the label (reducing the gap). A gap of ~1.5 cm can be achieved inside the outer box in this manner, and 6-bars is consistent with this spacing. There are no anomalies with the ins and it passed all functional testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.